Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event. Upper case is broken. Lower case is broken and contaminated. Lcd (liquid crystal display) lens is cracked. Battery release, side bail covers, and lead flex cover are contaminated. Battery contacts are compressed. The ring is bent. Keyboard is scratched. Serial number label is torn. Main printed circuit board is out of electrical specification. Battery drawer o-ring is missing.

Event description:
It was reported that the atrial pacing on the external pulse generator would at times drop below the set rate. The issue was verified using two different analyzers. It was also reported the atrial pacing is out of specification. The generator was returned for service. No patient complications were reported as a result of this event.